Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was not receiving her basal rates. The insulin pump alarmed motor error. When she tried to change out her infusion set, the insulin pump kept alarming motor error. Eventually she was able to prime the tubing but when she tried to fill the cannula she kept receiving motor error alarms. Her blood glucose levels were high. The customer was able to rewind the insulin pump. The up and down arrow buttons on the insulin pump were unresponsive. The dome label was missing on the insulin pump. Customer's blood glucose level was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.